Event description:
Potential for injury associated with xpo100b concentrator shutting down unexpectedly without alarming. This could cause the user not to be warned to switch to an alternative source of oxygen. This is not a life-sustaining device.